Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following the implant procedure, the right ventricular (rv) lead exhibited increased threshold measurements and loss of capture. X-ray was performed, but no lead dislodgement was observed. The threshold measurement was checked with vvi40, 60, 90ppm until pacing was captured. It was observed that the threshold measurement increased to 2.0v with each ppm setting. The physician decided to disconnect the rv lead from the device and the lead was tested through the pacing system analyzer (psa). The measurements through the psa were appropriate. The lead was reconnected to the device and all measurements were appropriate. It was suspected there was a loose connection between the rv lead and the device initially. However, the physician elected to explant the device and implant a new one to prevent any further issues. No adverse patient effects were reported.